Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was not further specified. The event was manifested by cloudy effluent and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. Eight days later, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) and oral fluconazole (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering in the hospital while remaining on antibiotic treatment. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The secondary cause of the event was reported as ¿unclean food¿. The event was further manifested by vomiting, dizziness, and fever. On the same day as the event onset, the patient started treatment with intraperitoneal cephazolin (dose and frequency not reported) and intraperitoneal amikacin (dose and frequency not reported) for peritonitis. Three days later, the cephazolin was discontinued and intravenous ceftriaxone (dose and frequency not reported) was initiated. Four days after that date, the amikacin was discontinued and the patient was switched to intraperitoneal imipenem (dose and frequency not reported) and oral fluconazole (dose and frequency not reported). Two days after that, intraperitoneal vancomycin was initiated. Seventeen days after the event onset, the vancomycin was discontinued. Four days later, the imipenem and fluconazole were discontinued. Twenty eight days after the event onset, the patient was deemed recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.